Event description:
A patient reported they were unable to receive a reading on their one touch profile meter due to the meter allegedly not powering on. There was no result on their meter as the patient was unable to test. The patient reportedly was able to get a test done at a clinic and patient's blood glucose level was 188 mg/dl. Patient didn't report any symptoms. Patient did report that patient had changed their diet due to the fact that patient was unable to test for a couple of days. No further information has been reported. No serious injury.